Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue and debris on the lens. Visual inspection found the lens haptic torn and residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/1.0/085 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. In the reporters opinion the cause of the event was due to a patient related factor.